Event description:
It was reported that a patient presented with far r-wave over-sensing causing inappropriate automatic mode switch noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No patient consequences were reported.